Event description:
Foley catheter was inserted in afternoon. Fifteen minutes later, I went to room to check foley catheter system and found a large puddle of urine on the floor. I then noticed that there was a small hole in the foley catheter bag. The hole was located at the bottom of the bag were the drain tube was connected to the bag. I spoke with charge nurse, who agreed the best course of action was to remove the bag and replace with a new bag.